Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is confirmed that the reprocessing was conducted in accordance with instructions for use (IFU) and foreign material residue point was free from deformation. However, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 preparation and inspection", and preventative measures in "instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 reprocessing of the endoscope (and related reprocessing accessories)" olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment city: (B)(6) .